Event description:
On (B)(6) 2011, the lay-user/patient and her mother contacted animas and reported that the her blood glucose (bg) levels have been running high since (B)(6). The patient indicated her bg's were in the "200-500's" mg/dl with symptoms of ketones, nausea, vomiting, and abdominal cramps. Since september, the patient also claimed that she experienced 4 events where she had frequent urination, increased thirst, and feeling tired and irritable. The patient claimed that her bg's would come down when changing vials of insulin and giving injections via syringe. Through troubleshooting, the animas representative involved in this contact determined that the patient's elevated bg levels were most likely site related. However, the patient's mother insisted that the pump be replaced and did not feel as though the high bg's were related to a site issue. The prime, bolus, basal, and tdd history were reportedly correct. The reporter denied that the cannula or tubing was bent. The pump was replaced. A subsequent contact was made between the patient's mother and animas on (B)(6) 2011. The patient's mother indicated that the patient's bg's ranged from "74-101 mg/dl" on (B)(6) 2011, while using the new pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient and her mother claimed that she had developed symptoms and elevated bg levels suggestive of severe hyperglycemia while using the pump. At this time, it is unknown if the pump contributed to the patient's injuries.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the reported event date. There were no alarms related to the complaint noted in the pump's history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no delivery defects found with the pump.